Event description:
Report received of telemetered impedance measured greater than 2000 ohms. No injury or complications associated with the event. The condition has been clinically resolved by programming from bipolar to unipolar pacing. The device remains implanted.